Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. : placeholder.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the surgeon was using the instrument to persuade the rod and screw together and when he pushed down the sleeve pusher the end of the persuader sheared off. No fragments were left in the patient and surgery time was not extended as another was immediately available in the hospital.] This is 1 of 1 report for complaint (B)(4).